Event description:
It was reported that there was no liquid in the vial and lens was dry. There was no patient contact. Another lens of the same model was used in the operation.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.